Event description:
It was reported that the vns pt had his vns device removed due to increase in seizures and the physician is going to be putting the pt through another phase one monitoring sequence. Pt's vns device had been turned off for an extended period of time before explanting it and that it was unclear if the pt ever received efficacy from vns therapy. Good faith attempts to get additional info from the physician and to have the explanted product returned back to MFR have been unsuccessful. The cause of increase in seizures is unk at this time.